Manufacturer narrative:
The catalog number is unknown at this time. Device description was reported as an unknown acetabular cup. Not returned to manufacturer.

Event description:
Risk manager at the hospital reported the following event, "revision of the cup for recurrent dislocation on (B)(6) 2015."